Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture detachment was observed as a link detachment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure using a 6f sheath. Reportedly, after pulling the plunger back the suture attached to the needle was broken. The same failure occurred with three prostyle devices. A non-abbott device was used to achieve hemostasis. The left common femoral artery was perclosed using pre-close technique to perform the tavr procedure. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.